Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support instructed the caller to remove the cartridge and perform a bolus, which completed successfully. The caller was unable to reload the original cartridge, but with assistance, successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.